Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load sequence. The customer's blood glucose level was not impacted. Tandem technical support assisted the customer in completing the load process and no additional cartridge alarms were received.